Manufacturer narrative:
According to the information provided in the discharge summary: the patient suffered a complication of mitral valve injury and acute mr resulting in cardiogenic shock during her tavr procedure. She was placed emergently on peripheral cardiopulmonary bypass, and an emergent sternotomy with surgical tissue replacements of the mitral and aortic valve were performed. The patient was unable to be weaned of bypass given ongoing coagulopathy and bleeding from the left ventriculotomy site. She was ultimately pronounced dead. Per the instructions for use (IFU), injury to the mitral valve is a potential adverse event associated with the tavr procedure. Mitral regurgitation in tavr can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with the transapical approach. This can result in transient mitral insufficiency and usually resolves on removal of the devices. In most cases this condition does not require intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, it appears that the cause of the event was related to procedural factors (entanglement of the device in the mitral apparatus while advancing the system). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report, in a transapical tavr procedure the valve was entangled in the mitral apparatus and the case was converted to open procedure during which the patient expired.

Manufacturer narrative:
Investigation of this event is ongoing.